Event description:
It was reported that during a lap nephrectomy, the device locked up during the firing sequence during the second stroke. The device would not open using the manual release, but the blade was stuck and would not return. They had to excise the device and manually completed the case with sutures.

Manufacturer narrative:
Info anticipated, but unavailable at this time.